Event description:
An initial (B)(6) advia centaur xp (B)(6) result was obtained by the customer, and considered discordant compared to an invalid (B)(6) confirmatory test result. The (B)(6) result was initially reported to the physician, the customer performed (B)(6) confirmatory testing and the result was invalid. The next day, the same patient sample was repeated on an alternate advia centaur xp and the original advia centaur xp, and the (B)(6) results were (B)(6). The physician was notified that the initially (B)(6) result was not confirmed. There was no known report of patient treatment being altered or adverse health consequences due to the discordant advia centaur xp (B)(6) result.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. After evaluation of the instrument and instrument data, the cse found no instrument issues that may have contributed to the discordant (B)(6) result. The customer's quality control results were acceptable at the time of the event. The cse cleaned around the sample dispense port, as there was a buildup of sample residue. As a precaution, the cse replaced the aspiration pinch valves; the syringe plungers on the wash displacement and re-suspend dispense ports 1, 2, 3. The calibration and quality control results were check by the cse and within range. The cause for the discordant advia centaur xp (B)(6)patient result is unknown. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications. No further evaluation of the device is required. (B)(4).